Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
Litigation papers allege: encountered painful popping, clicking and grinding sensation, thereby, negatively affecting his ability to perform activities of daily living. Lab test confirmed that the patient had high levels of cobalt and chromium in his blood. Doi: (B)(6) 2010 left hip, dor: (B)(6) 2011. Update ad 27 april 2018: wpc (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges pulmonary embolism and loosening of the stem. Added stem on ip due to alleged loosening and high levels of cobalt and chromium. Updated doi, patient's initials, lawyer and law firm. Doi: (B)(6) 2010 - dor: (B)(6) 2011 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.